Event description:
A report was received that during a trial procedure the surgeon did a laminectomy and could not get into the space due to a scar tissue and the patient got a (cerebrospinal fluid) csf leak. The physician bonded and cleaned the site and closed it. The trial was aborted.

Manufacturer narrative:
Sc-8416-50, sn (B)(4): device evaluation indicated that the lead passed all tests performed.

Event description:
A report was received that during a trial procedure the surgeon did a laminectomy and could not get into the space due to a scar tissue and the patient got a (cerebrospinal fluid) csf leak. The physician bonded and cleaned the site and closed it. The trial was aborted.